Manufacturer narrative:
Corrections: d3(email), g1(email). This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false negative result with the binaxnow covid-19 ag card. Per the customer, the patient went to a different hospital the next day and tested positive. (Name of test not provided). Per the customer, the patient was symptomatic. Additionally, there was no patient harm due to test results.